Event description:
Pt presented to physician office for pacemaker follow-up. Pt. Feels left upper extremity swollen sometimes assessment: sick sinus syndrome schedules for lead extraction and replacement imp: atrial lead fracture sss. Atrial lead extracted and new atrial lead implanted. Lead sent to medtronic corp for analysis.